Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported image resolution poor was due to challenging anatomy with implanted clips and tissue calcification. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapse on posterior leaflet at p2 creating an eccentric jet to the anterior wall of atrium (due to a secondary chordal rupture), and calcium around the posterior annulus with calcium spikes over and below the posterior leaflet (separate from the leaflet), leaving the leaflet free and mobile. During a mitraclip procedure, the first xtw clip was implanted on a2/p2 and a second clip was implanted medial to the first clip. It was noted that imaging was difficult due to the two clips on the medial side of the third and the calcium on the anatomy. The third mitraclip, which was an nt was prepared and introduced. Easy positioning on atrium but when advancing into the ventricle very difficult to visualize the clip due to calcium very close to position we want to grasp and two clips on medial side of the third clip. Grasping was successfully performed with first attempt and mr was reduced to <1 and all jets disappeared. Echocardiography review was performed before deployment. Good tension of both leaflets and on 3d view pyramids were present for both leaflets. It was decided to deploy. Thereafter, the clip partially detached from the posterior leaflet. Mr increased to 2. The physician decided to finish the procedure at that point. The patient woke up without any issue and was transferred to recovery. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.